Event description:
(B)(4). Same patient as MDR ID# 2134265-2012-07454 and 2134265-2012-08101. It was reported that post coronary stenting treatment procedure, a spasm occurred. In (B)(6) 2002 a nir stent was implanted in the ostial right coronary artery (rca). In (B)(6) 2003, in-stent restenosis of a non-bsc stent was present in the left internal mammary artery (lima) to left anterior descending artery (lad) and was treated with cutting balloon technique. In addition, the in-stent restenosis of the previously deployed nir stent in ostial rca was treated with the placement of a 3.50 x 13 mm non-bsc stent. In (B)(6) 2010, the subject was diagnosed with unstable angina (braunwald classification: iib). Cardiac catheterization was recommended which revealed a 75% stenosed de novo lesion located in the 1st obtuse marginal (om). The lesion was 8 mm long with a reference vessel diameter of 2.25 mm and treated with pre-dilatation and placement of a 2.25 x 12 mm taxus liberte stent, with 0% residual stenosis. Coronary angiography revealed 40-50% diffuse in-stent restenosis at the previous stent site in lima to lad with spasm. The subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).